Manufacturer narrative:
One (1) viper 2 t20 hexalobe driver shaft [product code: 2867-25-020, lot number: ag2098244] was returned to the complaints handling unit (chu) for evaluation. Visual inspection of the viper 2 t20 hexalobe driver shaft revealed a fracture at driver¿s distal tip. The missing part of the driver tip was not returned with the driver. The device was for fracture analysis. The fracture analysis report suggests that the plastic deformation of the hexalobes of the driver indicates static torsional overloading. The driver tip fracture was not uniform; part of the driver tip did not completely break off. No material defects or other abnormalities were observed in this analysis. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause for the distal tip of the t20 driver shaft breaking cannot be positively determined. However, fracture analysis suggests that the plastic deformation of the hexalobes of the driver indicates static torsional overloading. No material defects or other abnormalities were observed in this analysis. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2015, l2-l5 instrumentation using viper2 was done for the patient with lscs. During surgery, set screws could not be inserted at the left l4 and l5 even by use of an approximator. Although he squeezed the caps deeper into the screw heads and tried to proceed with set screw insertion, he concerned about damage on the screws and eventually replaced them with new ones. While removing the screws, the driver could not be inserted because of the misaligned caps and the tip of the driver got broken. After the surgeon removed the screws, it was found that the caps inside the screw heads had migrated upward and got stuck. Since the broken tip could not be found, there is a possibility that it remains in the patient¿s body. Due to the incident, the procedure was extended for 15 minutes.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.